Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred during drain six of six on the homechoice. There was nothing found during troubleshooting that would cause or contribute to the alarm. No patient injury or medical intervention was reported as a result of this event. No additional information is available.